Event description:
Covidien received info stating that while in patient use an 840 ventilator had a burning smell, the graphic user interface (gui) went blank and the ventilator went inoperative. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction. The cse replaced the power supply and performed extended self-testing on the device and all tests passed.